Event description:
Dr wanted the screw in a little more. He inserted and turned the screwdriver by hand and the screw broke. He x-rayed the site, then irrigated the wound and closed it. Broke under stress.